Event description:
A malfunction alarm was reported with a pump during operation. There was no reported impact to the customer¿s blood glucose level, although the customer declined to answer whether levels exceeded 500 mg/dl. The customer was advised to try another cartridge, and a follow-up was necessary.